Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the leads were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-47720. It was reported by x-ray that the patient's l1 and s1 leads are fractured. The fracture is causing high impedances. Surgical intervention may take place at a later date to address the issue.